Manufacturer narrative:
Additional information: h11: the device was not received for evaluation. Instead a photo sample was received which confirms the reported issue. The photo shows show a white screen display with just the outline of where the soft keys should have been labeled. A device history review revealed no issues that could have caused or contributed to the reported issue. The cause of the issue is device software design. The gui software is queuing the execution of processing the silence/info key. After processing the active alarm list, it clears the alarm and sets the pump screen state to where it should be. Then gui software executes the queued silence/info action, which leads to creating near view of the alarm without any information, as no alarm is active. This results in a blank screen. The reported condition was verified. There is an associated field action notification for this issue. The reported issue of downstream occlusion alarms occurring in the event history log was not able to be verified or confirmed since the device was returned for evaluation and the event history log was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not display the soft key labels on the screen during patient infusion in the cardiac intensive care unit. The medication being infused was nitroprusside. The drug concentration was 50mg/100ml, programmed at a rate of 17ml/hr, volume to be infused: 90 ml. The event history log showed downstream occlusions occurred regularly. After the white screen, the set was removed and the pump was powered off using a power key. The infusion was reprogrammed after the power off event, but the infusion only ran for 10 seconds before the pump was stopped and shut down again then removed from service. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.